Event description:
Patient had pump implanted ~29 months ago. The pump had an expected battery life of approximately seven years at implantation. Pump was refilled ~1 month ago (a compounded drug is what was being administered) and early replacement indicator (eri) noted on pump telemetry to be 52 months. Patient came to hospital recently because the pump was beeping a warning signal that the pump's battery was low. Patient has not exhibited any symptoms of medication withdrawal. The patient is in the process of being scheduled for an explant of the current pump and implant of a new pump. The medtronic tech rep. Is aware and is awaiting the pump after explantation. ====================== manufacturer response for intrathecal pump, syncro-med ii======================pump still in patient. Will return to medtronic upon explantation. Company tech rep aware and awaiting pump.